Event description:
As reported by the user facility: details of complaint (reported issue): "IV tubing continually saying air in line. Disconnected and primed tubing with 5ml per pump settings. Did not resolve issue. Tubing taken out of pump and reinserted. Did not resolve issue." No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.